Event description:
The patient contacted animas on (B)(6) 2013 alleging low blood glucose (bg) of 65 mg/dl the morning of (B)(6) 2013 between 12:00 am and 8:00 am and felt off-balance. The patient stated that he treated the low bg with glucose tablets and food intake and the bg elevated to 126 mg/dl. The patient stated that he believed he experienced this low bg as a result of receiving an incorrect basal rate due to the time and date not being set correctly. The patient stated the time and date reset to factory default when the battery was changed and was not verified correctly by the user when it was reset. This complaint is being reported because the patient experienced low bg as a result of not verifying the time and date was correct on the pump after a battery change.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/12/2013 with the following results: testing confirmed the time/date reset issue. The black box shows evidence of time and date resetting to the default setting on (B)(6) 2013 12:29. The time was then set incorrectly to (B)(6) 2013 00:47. To ensure the bt1 component was fully charged the pump was exercised for 24hrs on a 1.0u/hr basal program. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007.. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. . Pump passed a 29hr flow accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.